Event description:
Additional information was received from a consumer. They reiterated much of the previously stated information. They stated that they had difficulty walking due to balance. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had the entire system removed in (B)(6).

Event description:
Additional information was received from the patient. It was reported that the patient had trouble but tried to make it work. There were electric impulses up and down, and the patient could not stay steady. The patient 's walking left him very unstable. The patient's weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he fell 3 or 4 times on it and caused him to be out of balance when he would turn it on. No further complications anticipated.